Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed that the female luer had a hairline crack. There were small scratches on the exterior of the female luer, indicating that there was external force applied to the female luer. There were no defects found on the rest of the set. Functional testing was performed; the set began to leak at the female luer crack. No dimensional testing was performed as the female luer was received damaged. The root cause of the leak was because of a crack on the female luer. The origin of the crack is unknown.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion the pca tubing leaked from a crack in the luer lock where the primary IV tubing was attached. There was no patient harm.